Manufacturer narrative:
(B)(4). Cuvette lot number c1jlr031. Instrument has been requested. No product returned. Actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Conclusions: unable to confirm complaint. Device not returned. Thromboembolic events, although rare, are a documented risk/complication or cardiac catheterization procedures. The information provided indicates sufficient anticoagulation was achieved prior to the recognition of the clot therefore the reported delay in obtaining the act-lr result did not contribute to the event. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports repeated out of range errors with the hemochron elite microcoagulation system during cardiac catheterization application. The initial baseline was out of range low. Following bolus of unspecified drug, there were 2 repeated out of range high errors and the fourth act-lr result was 214 seconds. During the course of the procedure after administering the bolus of the unspecified drug, the patient developed an occlusion of a coronary vessel. The event was reversed and patient was doing well with no reported sequelae. Target time: <200 seconds. The 214 seconds result met the target time. This event occurred outside the us during the course of a pharmaceutical clinical study.